Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the two leads did not work and that the patient would try the paddle.

Event description:
The manufacturer representative (rep) reported that all impedance values were in the 800ohms ranges. The patient was experiencing changes in the way stimulation was felt. The stimulation was for the left foot but it switches to the right foot or both feet. The stimulation can also be programmed for the left leg to left thigh and changed from the left to both legs. The patient claimed that to move from their "head down towards feet stimulation and would go away entirely." The patient also claimed that when standing the stimulation would zing them. The patient noticed since implant that the stimulation was changing in intensity with position changes. It was thought that this was normal given the lead location and the movement that the patient was making. The physician planed to take x-rays to assess the lead position with different physical orientations. Other relevant medical history includes spinal pain and lumbar radiculopathy. Additional information received from the rep reported that an impedance check was normal and there was nothing noteworthy on the x-ray. The patient was being referred for a paddle lead revision since reprogramming's would not hold coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.